Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported dissection remains unknown.

Event description:
There were no performance issues with any abbott device. No further intervention was performed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
During a premature ventricular contraction ablation procedure, a dissection occurred. During an attempted angiogram of the coronary vessels, there was difficulty in trying to position the pigtail catheter over the aortic arch. It was believed that a straight wire and the ablation catheter were used to direct the pigtail catheter. This maneuver resulted in a dissection noted on fluoroscopy. A significant section of the descending aorta was filled with contrast in the false lumen with minimal distal flow. The patient was expected to have an emergency CT to decide on further treatment.